Manufacturer narrative:
The sample was discarded at the user facility; therefore, an evaluation is unable to be performed. A lot history review revealed this is the only complaint associated with material rupture for this lot. The product identifiers were obtained; therefore, a device history record (DHR) was reviewed for this device. There was nothing found to indicate there was a manufacturing related cause for this event. The actual sample was not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. It was noted the target lesion region was predilated and the pathway to the treatment location was not tortuous. Allegedly, the lutonix dcb ruptured during or immediately after inflation. The hcp reportedly described the material rupture as a pinhole. The lutonix dcb was promptly and safely removed from the patient. Based on the information obtained related to the event and the investigation, a definite root cause cannot be determined. It is unknown if procedural issues contributed to the reported event. If additional information becomes available, a supplement report will be submitted with all relevant information. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter allegedly ruptured while treating the non tortuous target lesion in the brachiocephalic vein of the av fistula. The health care professional (hcp) gained patient access through the cephalic vein of the av fistula with a 9 (B)(4) cordis introducer sheath over an 035 bentson guidewire. The hcp predilated the target lesion with an atlas 12 x 40 mm percutaneous transluminal angioplasty (pta) balloon. Allegedly, the lutonix dcb ruptured during or immediately after inflation. The hcp reportedly described the material rupture as a pinhole. The lutonix dcb was promptly and safely removed from the patient. Another balloon was used to complete the procedure. The lutonix dcb was discarded by the user facility and is not available for return. No adverse patient outcomes were reported.